Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported an unclear small image on the monitor. No pt injury was reported.